Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the pt's blood due to air visible in the extracorporeal blood circuit. The cycler alarmed appropriately to the presence of air. The user's guide provides adequate instructions for troubleshooting air alarms. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Venous air alarms occurred during two routine hemodialysis treatments. The first treatment was discontinued without rinseback as the alarm could not be resolved. The second treatment was ended without rinseback when the operator cross threaded the syringe and broke the post filter port cap after initially removing air and resolving the alarm. The pt had an estimated blood loss of 190 cc for each treatment. The pt's hgb level on (B)(6) 2010 was 10.4 g/dl, approx one month prior to the event. On (B)(6) 2011, approx two weeks after the event, the pt's hgb level was 8.8 g/dl. Two days later, the pt's epogen was increased from 10,000 units 1x/wk to 8,000 units 2x/wk. No other medical intervention was required.